Event description:
Pt called rn to complain of wetness at subclavian catheter site. Found pt to be bleeding from subclavian portocath heparin lock piggy back site. Interlink heparin lock had a break in the plastic at port connector site. A large amount of blood had pooled. The pt lost an unspecified amount of blood. The port/heparin lock was sent to the MFR.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.